Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown reasons. The patient underwent surgical intervention for a therapy upgrade procedure and it was necessary to replace the lead. Additional information received from the field representative revealed that the lead was damaged with the cautery used to cut down the generator during the therapy upgrade procedure. No additional adverse patient effects were reported. The lead was returned and analyzed.

Manufacturer narrative:
At this time, the product has not been returned. Patient code 3191 captures the reportable event of surgery. Subsequently, the product was returned and analyzed. Upon receipt at our post market quality assurance laboratory, visual inspection revealed damage of the insulation, specifically 11 cm from the terminal end. In this case, we believe the stress was the result of lead contact with heat as a result of the cautery, which melted the insulation. The lead passed continuity, electrical and mechanical testing.

Manufacturer narrative:
At this time, the product has not been returned. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown reasons. The patient underwent surgical intervention for a therapy upgrade procedure and it was necessary to replace the lead. Additional information received from the field representative revealed that the lead was damaged with the cautery used to cut down the generator during the therapy upgrade procedure. No additional adverse patient effects were reported. The lead is expected to return.